Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that last night they were trying to increase their stimulation, but they got a message that said "therapy is off" and when they turned it back on, they got a 'maximum settings. System is operating at maximum settings" message. Patient services asked the patient if they had any falls or traumas recently and the patient stated that "a couple months ago" they got knocked down by their dog and landed "pretty hard." The patient stated they fell and went to their knees and started having pain in their hip. The patient stated they then had an x ray done and they don't know how the fall affected the device but it wasn't "working," and their bladder was "going crazy now." The patient was unable to answer if the symptoms started before or after the fall. Patient services reviewed that a fall could cause an issue with the device and redirected the patient to their managing health care provider to further address the issue but reviewed with the patient that they could try to switch to a different program in the meantime to see if they could find another setting. During the call, patient services was able to guide the patient in connecting to their settings and the patient was able to select another program however then they received a "device not responding" screen. The patient stated they felt where the ins was because it felt like a knot and the patient checked that the communicator was still on however they were still unable to connect. The patient stated they were seeing a "communicating with device" momentarily and it would go back to 'device not responding.'. Patient services had the patient end their session, restart the handset and power off the communicator and back on and guided the patient again in attempting to connect and it was going immediately to 'device not responding." The patient did finally get a screen that said 'communicating with device' but they never connected, and the patient stated they were going to call their managing health care provider (hcp) to follow up with them and have them check the implanted system and continue troubleshooting. The issue was not resolved through troubleshooting. Documented reported event. No further actions were taken by patient services.